Event description:
The reporter contacted animas on (B)(6) 2014 alleging the keypad buttons and the audio bolus button were unresponsive with moisture ingress to the pump. The reporter stated there was under delivery of insulin to the patient as a result of the reported issues. There was no report of adverse event associated with this complaint. This complaint is being reported because the alleged keypad button unresponsiveness with moisture ingress issue remained unresolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on examination, the keypad was intact without damage. On investigation, all the keypad buttons had normal response. The keypad cover was removed for investigation and did not reveal any evidence of damage, defect or contamination of the button contacts. Investigation revealed evidence of moisture corrosion inside the pump on all the internal pump components, including display board. A leak test revealed a moisture leak at the display lens.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.